Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was cut in half, most likely to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens was identified as tecnis multifocal 1-piece lens. Due to the condition of the returned lens, further analysis was not possible. The reported complaint could not be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There is no complaint related test. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that on (B)(6) 2015, an intraocular lens, model zkb00 serial number (B)(4), was implanted in the right eye of a (B)(6) female patient. Post implant the patient experienced halos and glare and the lens was explanted on (B)(6) 2015. No vitrectomy, sutures, nor incision enlargement were required. There was no patient injury reported.